Event description:
It was reported that the pump insulin gauge was not displaying the correct amount of insulin. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting.